Event description:
Revision surgery - due to a non-functioning rotator cuff; the surgeon converted from a hemi shoulder to a reverse total shoulder.

Manufacturer narrative:
The reason for this revision surgery was due to a non-functioning rotator cuff after 1.1 years in vivo. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to (B)(4) for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed there have been 3 prior complaints reported against this part number; summary of investigations: for instability, 1 for pain, 1 for trauma. This is the first complaint against this lot number. The surgeon reported no issues associated with the explanted product and provided no information that definitively described the root cause of the rotator cuff failure. No other conditions relating to this event could be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.